Event description:
It was reported there were high right ventricular lead thresholds. The lead remains implanted and was taken out of service and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).